Event description:
It was reported that monitor svt (supraventricular tachycardia) episodes were not shown in the quicklook screen, which the clinician found confusing and misrepresentative of the patient's condition. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).